Event description:
Boston scientific received information that during an atrial/ventricular noed ablation after about 30 second of radio frequency energy there was pacing inhibition. While programmed to voo with 100 beats per minute there was report of pacing inhibition or loss of capture after 15 seconds. The caller had inquired about the markers from the programmer. The markers were present but there was still no capture. No adverse patient effects were reported as the inhibition lasted only 1-2 seconds. Technical services discussed device operation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.